Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 6.2 cm diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan done, the aneurx stent graft had migrated along the anterior wall. The stent graft migrated roughly 60 mm and was sitting in the abdominal aortic aneurysm sac. The stent graft had collapsed and was laying horizontally against the posterior wall within the abdominal aortic aneurysm sac which caused a proximal type I endoleak. Per the physician, the event was related to the device and the cause of migration was due to lack of active fixation and continual aneurysmal growth. The physician treated the patient with an endurant bifurcate and two endurant limb extensions. The proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).